Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 827mg/dl. It was stated that the insulin pump alarmed motor error. It was stated that the battery was changed the night before the event and the insulin pump alarmed several times. The customer's most recent glucose reading was 276mg/dl. Attempted to have the mother to rewind the insulin pump, but the screen went blank. Advised the mother to discontinue use of the insulin pump until the replacement of the device arrives. No further info was provided.